Manufacturer narrative:
Our records indicate this device remains implated. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced low blood pressure after defibrillation threshold (dft) testing. Chest compressions were performed and the patient was intubated. The device remains implanted with no further issues or adverse patient effects reported.